Manufacturer narrative:
Through follow-up, it was learned that this valve was explanted due to prosthetic valve endocarditis. Prosthetic valve endocarditis is a serious complication of valve replacement surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. In this case, the surgeon indicated that the edwards valve did not cause or contribute to this event. Moreover, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. No corrective action is applicable to this case; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 23mm aortic pericardial valve, implanted two (2) years, four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm aortic pericardial valve. No information has been made available regarding device return or reason for replacement.